Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of a coronary vessel, the nc trek balloon was pressurized but would not inflate and contrast leaked from the balloon area without rupture being noted. The device was removed and a different balloon dilatation catheter was used in the procedure without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.